Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the half height drawer was sticking out. The customer stated that this malfunction occurred while dispensing medication to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced half-height cubie drawer 2-1 in the main cabinet, when closed, stuck out further than other drawers. A field service engineer adjusted the drawer latch components, tested in diagnostics and application, and confirmed alignment with other drawers. The system functioned as intended after the field service engineer repaired the device.